Event description:
It was reported that balloon rupture occurred. An 8.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. However, it was noted that the balloon ruptured during first inflation. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.